Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the user facility, it has been confirmed that no samples are available for further evaluation. One (1) photo was provided. Visual examination of the returned picture noted no defects. Retained units for the reported batch number were visually examined, and no defects were found. Without the actual device and or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number.

Manufacturer narrative:
(B)(4). As reported by the user facility, it has been confirmed that no samples are available for further evaluation. However, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "the user found leakage of the tube hub." No injury reported.